Event description:
As reported by an equinoxe shoulder study, approximately 3 months post op the initial tsa, this (B)(6) y/o male patient was revised due to deep infection. Patient had scar discharge and severe pain since february 1st. Biological analysis confirmed infection. The case report form indicates this event is definitely not related to devices and unlikely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation concomitant device(s): 320-01-42 - equinoxe reverse 42mm glenosphere. 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-15-02 - rs glenoid plate sup aug, 10 deg.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.